Event description:
During troubleshooting of an unrelated alarm, it was reported that the care giver (cg) observed air in the patient line. The event occurred during drain one on the home choice (hc). The cause of the alarm was determined to be the patient had disconnected from the patient line and reconnected. The technical service representative (tsr) assisted with ending therapy and advised the home patient (hp) to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a use error during an air in tubing (without alarm), where the home patient stated they disconnected and reconnected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.